Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had damaged cable/cord/wiring. It was further noted that the coupling was worn, hose worn, lid missing, machine was too loud, hot and motor and control were defective. It was also noted that the device failed pre-test for cutter lock assessment, motor thermistor, handpiece temperature, hand control, noise, safety and air pump. It was noted in the service order that the motor was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.